Event description:
It was reported that the lift motor on the 9800 system is not working. There was no report of pt injury.

Manufacturer narrative:
Customer called and cancelled the service. Advised that they had the key switch in the off position. No service was required.